Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not working and it's display screen was blank. The customer's blood glucose was 11.5 mmol/l at the time of incident. The customer tried several batteries but the insulin pump did not turn on and displayed an image of battery with question mark on the display screen of the insulin pump. Troubleshooting was performed and the device will return for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with high sleep current measurement due to moisture damage on electronics. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. No unexpected blank display anomaly noted. However, device received with partial display or missing segments due to cracked lcd glass. Device received with cracked retainer, cracked battery tube threads and cracked case corner of belt clip rails.